Event description:
It was reported that when the customer put air in the cuff during the pre-use check, leakage from the product was observed. No patient involvement.

Manufacturer narrative:
Other text: four (4) photos were received for evaluation; damage on tube tip was observed in photo 4. One sample was received. The returned sample was visually inspected; a big cut from the tip of the tube was found. The device underwent functional testing. An air leak was detected in the tube tip where the cut was detected; the complaint was confirmed. Root cause was determined to be production procedure not followed properly. An awareness notification was made to production personnel by quality engineer on 13/jun/2022. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. The lot met the requirements for release. No deviations identified during manufacturing., corrected data: d4 and h4.